Event description:
During a ptca procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad artery, the quantum maverick monorail balloon ruptured at 16 atms on the fourth inflation. (The number of atms reached on the initial three inflations is unknown). The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.